Event description:
It was reported patient underwent a hip procedure on an unknown date. During the procedure, the threaded tip of the alignment screw fractured while inserting the lag screw. The fractured tip remains in the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.